Manufacturer narrative:
(B)(4). Date sent: 5/26/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device cdh25p lot number c9dy8l and no non-conformances were identified. Additional information was requested and the following was obtained: transection site: rs there were no issues with the patient¿s condition after surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during an unknown robotic surgery, after docking intracavitary, and the device was attempted to fire but did not operate. Upon checking the device, it was found that the backlight of the gap setting scale was not illuminated. After removing and reinserting the battery, the backlight blinked repeatedly, so the device was undocked and the main body was replaced. There were no adverse consequences to the patient. No further information is available.